Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of water leakage from the distal end. Leakage from the ultrasound transducer part. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, objective lens bonding area was peeled was found. There was no patient involvement.